Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was coronary artery disease, arrhythmia, anemia and vf. No further information is available at this time.

Manufacturer narrative:
No medwatch form was received.